Event description:
In 03/00 received report that the tip of an electrode broke off in the pt and was not retrieved. In the same report, the reporter referred to a previous incident where the tip of the device broke but in that particular incident the tip was retrieved without difficulty and without injury. The reporter had no further info regarding the previous incident. Upon further follow up with customer, the customer stated that the surgeon did not believe there was any problem with the device. He stated that he did know if he applied too much force or tension that might have contributed to the breakage. This incident was inadvertently not entered as a complaint and therefore was not reported. There was no product saved for investigation.